Manufacturer narrative:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. The mee-2000 system going offline without notice. The device is brought back online by physically unplugging the power to the device and plugging it back in. No patient harm was reported. Nkc has completed their investigation and sent a reply 3/8/19. We judge that it is an individual defect of cable for electric power source. We do not do the countermeasure to prevent the reoccurrence because we judge that it is an individual defect of cable for electric power source. We replaced the cable for electric power source. After we confirmed nka of person in charge about it, we were informed that the phenomenon had been resolved by replacement of the cable for electric power source. We judged that it was an individual defect of cable for electric power source because the phenomenon had been improved by replacement of the cable for electric power source and we had not received the report of same phenomenon.

Manufacturer narrative:
H10: additional narrative: the customer reported two issue with mee-2000a; sn:(B)(6). Issue 1: mee-2000a spontaneously shut down during surgery. Issue 2: low stim error in cervical protocol service requested: troubleshooting. Service provided: troubleshooting.investigation result: issue 1: an irc was initiated for this issue. However, ts while troubleshooting discovered that the issue was caused due to defective cable. Ts suggested the customer to replace the power cord and the issue did not recur. The mee-2000a system was performing as it was supposed to. The root cause of the failure of power cord was unable to be determined. The check procedure mentioned in the mee-2000a service manual revision d involves the checking procedure through which the user can confirm/test if all cables used are in working condition. The issue was resolved by replacing the cable. Issue 2: the root cause of the second issue was determined to be user error/education. The end user was not aware about the baseline registration number. The nk device can register only one baseline at a time, it is designed to delete past baseline and overwrite new baseline. The end user was trying to save more than one baseline which prompted the low stim error. Ts informed customer about this and the issue was resolved. A review of device history found no other complaints related to device mee-2000a; sn:(B)(6) after these issues were resolved. Qa investigation for this complaint record has been completed. Corrected information: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 10/12/2018 not 11/09/2018 as listed on MDR initial report.

Event description:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. The mee-2000 system going offline without notice. The device is brought back online by physically unplugging the power to the device and plugging it back in. No patient harm was reported.

Manufacturer narrative:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. The mee-2000 system going offline without notice. The device is brought back online by physically unplugging the power to the device and plugging it back in. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. The mee-2000 system going offline without notice. The device is brought back online by physically unplugging the power to the device and plugging it back in. No patient harm was reported.